Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and dbs therapy indications. It was reported it was taking too long to recharge. The caller stated the patient was unable to get past 75% charge because they could not get any bars shaded. They had no problem with the ins on the other side. The patient thought the ins may be too deep. The patient swapped rechargers to see if it was the recharger at fault, but the issue remained. The patient was to call in to go through the al feature and order adhesive disks. No patient symptoms or further complications were reported as a result of this event.